Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the cause of death was unknown. Physician was notified by widow one month after patient expired. There is not allegation from a health care professional that the death was device related.